Event description:
Additional information received, identified the patient underwent surgical intervention (B)(6) 2018 wherein the ipg was relocated which resolved the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain located at the ipg site. Reportedly the patient was injured at work. In turn the patient was advised to apply ice to the site and administer nsaid. Surgical intervention may occur later to address the issue.